Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16768. It was reported that the patient received inappropriate anti-tachycardia therapy (atp) due to ventricular lead noise. It was noted via remote transmission that there was a decrease in ventricular pacing lead impedance. It was unclear whether the signals on the egm were from patient physiology or lead damage. It appeared the lead may have dislodged. An x-ray and lead testing were discussed. The rv lead was successfully repositioned. Proper function was noted during the next day check.

Event description:
New information received notes that prior to the procedure, the lead dislodgement was verified via x-ray. The patient was stable and device function continued to show proper function.